Event description:
Covidien formerly tyco healthcare received a report from a cardiology nurse that the unit provided high readings. There was no patient harm reported.

Manufacturer narrative:
The device associated with this device was requested back for evaluation but it has not yet been received.